Event description:
Metal piece is stuck on teeth/brush head becomes detached from the plastic handle and becomes jammed between teeth [foreign body], the attaching piece of wire coming out from the brush heads/brush head becomes detached from the plastic handle [device breakage]. Case description: a male consumer of unknown age reported that he used the oral-b interdental brush system for a week, and the attaching piece of wire was coming out from the brush heads. He stated that he needed to go to the dentist to get the metal piece off because it was stuck on his teeth. Product use was discontinued. The case outcome was recovered. No further information was provided. On (B)(4) 2015 received consumer's follow-up letter: the consumer reported that the brush head became detached from the plastic handle, and had on two occasions became jammed between his teeth. The case outcome remained recovered. The consumer returned the two brushes. Product batch number is l4125791000. No further information was provided. On (B)(4) 2015 consumer's relation's follow-up phone call to consumer: the consumer, a (B)(6) male, reported that the problem with oral-b interdental brush system occurred in the last week of (B)(6) 2015. He stated that he did not visit a dentist to remove the metal piece, but instead had removed it himself. He did not receive any medical treatment related to the oral-b interdental brush system incident. He explained he had seen his dentist in (B)(6) 2015 for a routine visit. He was prescribed medicine for bleeding gums, and the dentist had suggested the use of oral-b brush heads. The case outcome remained recovered. No further information was provided.

Manufacturer narrative:
Product returned by reporter. Investigation pending.